Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that they can feel the pump and it has popped out into their belly and it will stand on its side and sometimes it moves all over their belly. Patient stated they have been unable to bolus since yesterday as they keep getting all these messages such as retry or not connecting to pump, device not found, or resync pump. Patient noted handset was at 85% and they had plugged the communicator in overnight. Patient closed all apps and reported blue light flashing on communicator. Patient attempted to connect through myptm app and reported searching...ensure the communicator is powered on and then no device found. Patient confirmed bluetooth and location were on, restarted handset, and reset communicator. Patient again attempted to connect and then reported searching for pump...place the communicator over the pump and then no device found. After tapping retry patient reported no pump response move the communicator over the pump screen. Patient again attempted to connect to the pump and again reported no pump response move the communicator over the pump screen. Agent redirected to hcp to further address.